Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) states she doesn't use her stimulator and hasn't been on for 1.5 years, pt states she was told she can have an MRI with this stimulator. Pt states the device itself has caused pain and that's why she stopped using this. Pt states not sure whether where leads are located or stimulator but has had twice as much pain since implant and health care provider (hcp) said they can remove. Pt states she has had pain in her ribcage. Troubleshooting was unable to be performed as pt has not charged and states she will be charging and call back so we can walk her through MRI mode so she can have the MRI. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist (pss) directed to hcp and reviewed to charge and call back if further problems. Patient called back and said they got the ins charged up to 70 percent. Troubleshooting helped them use MRI safe mode and it shows they are full body eligible. Pt again mentioned they haven't used stimulation in 1.5 years due to pain from stimulation. Pt says the MRI is "for something in my brain". Patient  then asked to be transferred to crhf patient services for MRI guidelines on their pacemaker.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported ins not removed. Pain in upper left side of back constant like stabbing with a knife. Patient reported they were told by hcp they could go in and take it out. Patient has turned if off and has not used in over a year and half. Patient reported they had more pain after surgery and tried different adjustments but nothing helped. Patient tried using for 2 years and turned if off. Upper back pain has stopped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.